Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery device became stuck inside the guide catheter. The lesion being treated was an anomalous right coronary artery (rca) lesion. The physician was able to place a wire down the rca and then brought the taxus express2 8.8% 3.5 x 28 mm drug eluting stent down the guide catheter toward the lesion, and it became stuck (were unable to move forward or back). When this occurred, the stent was inside the guide (cordis 6fr vistabrite al2). The physician removed everything without any pt complications.